Event description:
Legal counsel for patient reported patient underwent a right foot procedure on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on an unknown date due to patient allegations of fractured screw(s), pain, deformity and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on (B)(4) 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Multiple screws were used in the procedure and there was no indication as to which screw was broken.

Event description:
Legal counsel for patient reported patient underwent a right foot procedure on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient was revised on an unknown date due to patient allegations of fractured screw(s), pain, deformity and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records noted patient underwent a right foot procedure on (B)(6) 2011. Revision operative report noted patient underwent a right foot revision on (B)(6) 2013 due to x-rays indicating a non-union of the calcaneal-cuboid joint, pain and swelling. Revision operative report noted a broken screw and the tip of the screw remains in the patient. The midfoot plate and screws were removed and replaced with a competitor's system.